Event description:
Caller reported that a malfunction occurred on the pump, causing the screen to go dark and become non-functional. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts instructed the caller to connect the pump to a power source with functional charging supplies, which successfully turned the display back on. As a resolution, cts decided to replace the pump, and the customer switched to using manual daily injections (mdi) to maintain insulin delivery. No additional interest was shown in obtaining an out-of-warranty loaner pump.